Event description:
A customer reported that during a rescue attempt on a 74 year old female patient that the AED reported "connect pads" while pads where connected. They also reported the AED reported and error. A second AED was used which delivered a shock to the patient who was reported as being successfully defibrillated and survived to hospital. The patient was reported to have not survived to hospital discharge.

Manufacturer narrative:
Received AED serial number (B)(6), dbp-2800 battery pack, serial number (B)(6) and unused (unopened) ddp-100 pads lot # d072523-04. Testing of the returned device identified that the AED passed all testing, including an automated battery self-test, manual self-test and shock test using a patient simulator. The AED was opened, and the hall effect sensor assembly and related circuits were inspected (hall sensor is what detects the presence of pads when connected). Could not induce no pads warnings. AED is functioning as designed. No errors, warnings or issues observed during initial investigation. Customer claims AED did not detect pads during an event even though pads were connected. If pads were indeed used during an event, those used pads were not the pads returned. The only activity found in the AED's history begins on 9/18/23 where the AED powered on at 14:43:35 utc for 27 seconds. No errors or warnings were reported during that event record. Then the AED was powered on again at 15:13:04 utc for 50 seconds. No errors or warnings reported during that event record. No waveform data was recorded, so it does not appear that the AED was connected to a patient during either of these power-on periods and no, "no pads warnings" were reported. No errors, warnings or issues were observed.